Event description:
It was reported the pt was experiencing heating while charging the ipg. The pt was advised to attempt to charge for shorter periods of time, and continue to use a belt while charging. A new charger was sent to the pt, but this did not resolve the issue. It was reported the location of the ipg may be moved at a future date.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.